Event description:
Additional info received from surgeon details that lens was removed because it was too small and displaced anteriorly. A larger anterior chamber lens was implanted and the current visual acuity is 20/25 without correction.

Manufacturer narrative:
This report was mailed in to FDA on: 5/8/97.